Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker system displayed a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. It was noted a lss occurred on two different occasions. The plan was to bring the patient in for further testing. Technical services discussed possible causes for the clinical observations, and provided programming options. At this time, this pacemaker and competitor rv lead remain in service and there were no adverse patient effects reported.